Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider. It was reported that the cause of the recharging issues was unknown. The event occurred on (B)(6)2018. A manufacturer's representative was able to assist the patient via phone. The issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient couldn't charge their device and the charger wasn't doing anything except for blinking. The hcp saw the patient on (B)(6) 2018 and they mentioned this issue to the hcp. The patient was seen on (B)(6) 2018 and the hcp reported that the stimulator was working at that time and there was no mention of problems associated with charging. No further complications reported.